Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the incident with the 833hc sterilizer. As it was stated by the getinge technician, when the cart with loads was pushed into the sterilizer it started to turn slightly so that it did not enter straight into the chamber. This caused the cart to get stuck and the operator tried to pull back and remove/unstick the cart. We have received information that the user obtained a musculoskeletal injury during that operation. The getinge technician who was on site on 26th october 2023 confirmed that the injured operator has returned to work. No detailed information regarding the injury was received. We decided to report the issue based on the potential for harm as the described event could lead to serious injury. Getinge service technician discovered that one of the rollers was stiff, replaced the roller, cleaned up, tested, and returned the sterilizer to use. When reviewing reportable events for this type of issue for 833hc we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specifications due to chamber roller being stiff and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from the subject matter expert and the getinge technician who visited the customer we conclude that direct root cause of cart got stuck in the chamber unfortunately is impossible to define. As most probable root cause we defined user cleaning protocol that led to the malfunction of the chamber roller (debris were noticed on the roller) as after replacement of the chamber roller that was stiff, the unit was operational. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes, we will continue to monitor the customer experiences with the device for any future information.

Event description:
On (B)(6) 2023, getinge became aware of incident with the 833hc sterilizer. As it was stated by the getinge technician, when the cart with loads was pushed into the sterilizer it started to turn slightly so that it did not enter straight into the chamber. This caused cart to get stuck and the operator tried to pull back and remove/unstick the cart. We have received information that the user got musculoskeletal injury during that operation. The getinge technician who was on site on (B)(6) 2023 confirmed that injured operator has returned to work. No detailed information regarding the injury was received. We decided to report the issue based on the potential as the described event could lead to serious injury. Getinge service technician discovered that one of the rollers was stiff, replaced the roller, cleaned up, tested, and returned the sterilizer to use.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.